Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after opening a set of surgical patties, a brownish spot was found on one of the patties. There was no patient contact.

Manufacturer narrative:
The surgical pattie was not returned for failure analysis, but a photo was sent by the customer: DHR review: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the pattie/strip photo was inspected using the unaided eye. The analyst confirmed the presence of a burn mark near the green string. The complaint could be verified through failure analysis. Root cause analysis: per the complaint background, brownish spot. The complaint was confirmed in the complaint investigation. Per the failure analyst, "cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the lot traveler will be retrained to the complaint." A corrective action has been implemented to investigate the patties/strips product family.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The surgical pattie (801403) was returned for evaluation. DHR review: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the pattie/strip was inspected using the unaided eye. The analyst confirmed the presence of a burn mark near the green string. The complaint could be verified through failure analysis. Root cause: the complaint was confirmed in the complaint investigation. Per the failure analyst, ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the lot traveler will be retrained to the complaint.¿ currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. There is an open corrective action to investigate the patties/strips product family.